Event description:
It was reported that the patient walked too far away from the mpu, and the connection became loosened. There was an area of damage to the cord with electrical tape present. The patient was issued a new mpu, and the previous one would be sent for evaluation. Log files were submitted for review and captured the relative state of charge (rsoc) voltages intermittently dropping to 0 volts then recovering a few seconds later. This caused no external power events to occur on 21jan2024 and 23jan2024. There was no interruption in pump support during these events as the backup battery (ebb) operated the system. The mpu was replaced to address this issue. No further action was needed at this time.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed and reproduced. A review of the submitted controller event log file spanned approximately 6 days (21jan2024 ¿ 26jan2024 per time stamp). On 21jan2024 at 21:07:18, 23jan2024 at 00:50:54 and 14:16:45, the no external power alarm activated while connected to the mpu due to both white and black lead voltages dropping suddenly to 0v. This was consistent with a short in the cable. The alarm cleared on its own shortly after each time. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. During the evaluation of the returned mpu, serial: (B)(6), the reported event was confirmed. A pencil taped around the patient cable acting as a brace was observed. The unit was connected to a mock loop without the pencil brace, and the unit would start to alarm when the cable was manipulated where the pencil used to be. The patient cable was replaced. A purchase order was requested to repair the unit, but the customer decided to not go through with the repair. The mpu was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned patient cable revealed two small kinks. The unit was plugged into power and the unit echoed an alarm sound without a specific alarm notification when the cable was flexed where the pencil was originally taped; however, the controller did not display any alarms. There was a short to shield with the red echo wire in the cable due to repetitive flexing and normal wear and tear. The cable was stripped, and two breaches in the red wire were found. A breach in the gray relative state of change (rsoc) wire was also found, which would result in a short to shield and disconnect alarms. The root cause for the reported alarm was due to wire fatigue on the gray wire consistent with the repetitive flexing of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was walking to bed while connected to the mobile power unit (mpu) and experienced low voltage and no external power alarms. There were no alarm indicators lit on the mpu. The green power light was off and when the patient moved closer, the light turned on. The patient was stable during the alarms. Mpu connections were checked and confirmed to be secure. The patient was no longer experiencing alarms and the mpu showed the green power indicator and no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.